Event description:
This supplemental report is being filed to include a conclusion code update.

Manufacturer narrative:
If a boston scientific defibrillator detects energy on the leads from an external source (e.g., cautery, radiofrequency ablation, or external defibrillation) over a set threshold, the device is temporarily disconnected from the lead system via high-voltage capable solid state switches. This effectively closes the current path through the lead, eliminating the possibility of high currents flowing through the lead tip-tissue interfaces, and preventing potential damage to either the device circuitry or the tissue itself. Once the external signals cease, the device resumes normal operation. Per product labeling, the use of external pacing support is recommended for pacemaker-dependent patients.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited loss of capture during an atrioventricular node ablation procedure. It was suspected that the patient experienced greater than two seconds of asystole. Boston scientific technical services (ts) discussed the clinical observation was likely due to defibrillation detect circuit. When the device detects too much energy on the lead, therapy is inhibited to protect the circuit. Threshold testing was performed on the right ventricular (rv) lead after the ablation procedure and the measurements were within normal limits. This device remains in service. No adverse patient effects were reported.